Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is included in the kappa field advisory, but it was not a submuscular implant. Evaluation summary: analysis confirmed that there was no telemetry, and also revealed a no output condition. The no telemetry and no output conditions were the result of lifted output bondwires.

Event description:
Asku